Manufacturer narrative:
Device was used for treatment, not diagnosis. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs ¿ screw. The implants were analysed for conformance to print specifications as well as the device history records were researched. The review revealed that dhs/dcs screws were manufactured in december 2013 in compliance with the specifications. No complaint related issues were found. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, after the dynamic hip screw inserted in the femoral neck of the patient, the plate will not slide by the bolt. It was necessary to extract the neck screw and it was found that the screw diameter is abnormally larger than the diameter of the hole of the plate at its most proximal end, therefore a non-surgical environment is achieved, applying more force to slide the bolt. The surgery was prolonged by 10/15 minutes. This complaint involves 2 devices. This report is 2 of 2 for (B)(4).